Event description:
The pt experienced a return of symptoms. The catheter fractured at the entry point into the intrathecal space. The catheter was revised approx 3 weeks after the initial return of symptoms. The intrathecal segment was left in the intrathecal space. After surgery, the pump was working well again to reduce the pt's foot pain. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.